Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient outcome was reported as good.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a doctor realized a case with (tfna) trochanteric femoral nail during the (mpe) market preference evaluation of this product. In the mpe form log #(B)(4) handed on (B)(6) 2014, he stated that the insertion handle is too bulky and a larger incision was needed. This report is 1 of 1 of (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.